Manufacturer narrative:
Concomitant products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8703w, lot# l36996, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the old catheter was in the low end of the intrathecal space. On (B)(6) 2014, the pump was replaced and the healthcare provider decided to leave the old catheter in, so it was tied off. At the time, a new catheter was implanted.

Event description:
It was reported the patient¿s therapy was not working as expected. For years, when the patient exerts herself such as an extended walk or digging a hole she felt as though she gets a bolus or overload and experienced vomiting, felt tired and would fall asleep for hours. The patient could usually feel it coming on and can sometimes back off and avoid it. The patient believed it was the drug and not the pump. Per the telemetry strip the elective replacement indicator (eri) occurred on (B)(6) 2014 and the replace by date for the pump was (B)(6) 2014. The pump was refilled on (B)(6) 2014. A single tone alarm began going off the day prior to refill. The pump was used to deliver clonidine and baclofen. Additional information has been requested, but had not been received as of the date of this report.